Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of the first supplemental report; the correct date is (B)(6) 2018 and not (B)(6) 2017.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
(B)(6) hospital feedback: on (B)(6) 2017, the subject medical device was used, the apex of the medical device break suddenly, leading to fail to clip necrotic tissue of patients in surgery, the doctor immediately replace another packing 3700pk, the same thing happened again, in order to ensure patient safety, the doctor used 3005pk complete the operation finally.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the DHR review performed. The review of the DHR showed that the production has been done according to the valid. Specifications and met all final product release criteria.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the user facility and based on a review of the risk evaluation summary for the reported device. Olympus was informed that the procedure performed at the time of use was a laparoscopic total hysterectomy and bilateral salpingectomy. The generator used with the dissector is a non-olympus generator (made by force); there was no bleeding reported, and the device failure was noted at the beginning of the operation. No device was returned to olympus. The device was said to have been inspected prior to use and no problem was found. The patient was said to have been discharged from the hospital on (B)(6) 2018. Based on the risk evaluation, the most likely cause of the reported event was the use of a device that is not recommended by olympus, and repeated use of single use device.